Event description:
While delivering the cypher (18/3.0mm) there was lots of friction inside the guide catheter. Looking at the cag, the physician saw that the stent was about to become dislodge inside the guide catheter - so the physician inflated the cypher in the guide catheter. The stent was stable so the cypher was withdrawn together with the guide catheter. There were no reported pt complications.